Event description:
Per the clinic, the patient experienced loss of connection to the internal device subsequent to undergoing a surgery (date not reported) to remove a tumor at the implant site. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
The report is filed (B)(6) 2015.